Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. Investigation: root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.  Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd intima ii catheter broke. The following information was provided by the initial reporter, translated from chinese to english: the patient was vomiting for 1 hour after drinking alcohol. He was supported by his family members and walked to the emergency department at 1:24 on (B)(6) 2024 . The diagnosis was acute alcohol poisoning. The patient was conscious when he was admitted to the room. His t was 36.5°c, p91 times/min, r20 times/min, bp110/73mmhg, and he was given ECG monitoring after entering the room. The nurse gave the patient intravenous infusion as ordered by the doctor. Because the patient was too obese, no suitable veins could be found for puncture on the backs of both hands and forearms. A vein that was not very obvious but had good elasticity when pressed was found at the elbow joint of the right upper limb. At 2:00, a vein was punctured at the patient's elbow joint. Because the patient was drunk and not fully awake and was excited, his limbs shook during the puncture and he complained of unbearable pain. After the puncture saw blood returning, the nurse partially retracted the needle core and tried to push the plastic hose proximally. During the injection, the patient shook again, and then the needle tube had difficulty advancing. The patient also complained of unbearable pain again. It was preliminarily estimated that the intravenous puncture had failed. After successfully withdrawing the needle core of the indwelling needle, the nurse tried to remove the plastic hose. However, the hose removal was difficult and the patient complained of unbearable pain. He tried to remove the indwelling hose again, which resulted in a section of the indwelling needle breaking in the tissue. It was preliminarily considered that it was very likely to remain in the vein. Immediately press the puncture point and tie a tourniquet on the middle of the right upper arm. At the same time, report to the director, head nurse, doctor on duty, equipment department and general duty, ask the thyroid and breast surgeon for consultation, and ask the b-ultrasound doctor to perform a bedside vascular examination to confirm that the end of the indwelling needle hose is about 1.43cm retained in the blood vessel. According to director gui's instructions, the patient's right upper arm was bandaged again to prevent superficial venous blood reflux, but it did not affect the radial artery pulsation and deep large vein blood reflux, and minimize the possibility of foreign bodies moving toward the heart. At 3:20, t was measured: 36.5°c, p90 times/min, r20 times/min, bp140/60mmhg. After director gui's instructions and consultation with the thyroid and breast surgeon, the patient was admitted to the thyroid and breast surgery hospital for treatment. After hospitalization, the patient was sent for surgery and underwent "right elbow superficial vein incision and foreign body removal" under local anesthesia. The patient recovered and was discharged on may 27.

Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event.

Event description:
The patient came to the emergency department at 1:24 on 2024-05-26 with the diagnosis of acute alcohol intoxication due to ¿vomiting for 1 hour after drinking alcohol¿ and was assisted by his family on foot. On admission, the patient was conscious, t:36.5°c, p91 beats/min, r20 beats/min, bp110/73mmhg, and was placed on cardiac monitoring. Nurses follow the medical advice to the patient intravenous fluids, because the patient is too obese, the back of both hands and both hands of the forearm for the time being did not find a suitable venous blood vessels to puncture, in the right upper limb at the elbow joint to find a not too obvious, but press the elasticity of the venous blood vessels can still be, in 2:00 in the patient by the elbow joints of the venous puncture, due to the patient in the state of intoxication is not completely sober and hyperactive, the patient limb shaking in the process of puncture and complained of pain, the puncture after seeing the return of blood returned to part of the return of blood, and then returned to the patient, and then returned to the patient. After returning part of the needle core, the patient attempted to push the plastic hose in the proximal direction. During the push process, the patient shook again, and then the needle was difficult to push, and the patient complained of pain again, so it was initially estimated that the venipuncture had failed, and the core of the needle was withdrawn without incident, and then the patient attempted to remove the plastic hose. The patient complained of pain and tried again to remove the indwelling hose, which resulted in a section of the needle breaking off into the tissue, which was initially considered to be most likely left in the venous vessel. The patient was immediately given pressure on the puncture point and a tourniquet was tied around the middle of the right upper arm. At the same time, the patient reported to the director, nurse manager, doctor on duty, equipment department and general duty, and asked the nail and breast surgeon to consult with the patient, and the ultrasound doctor was asked to perform a bedside angiogram to confirm that the broken end of the indwelling needle hose had been retained in the blood vessel for about 1.43 cm. According to director gui's instruction, the patient's right upper arm was bandaged again to prevent superficial venous blood return without affecting radial artery pulsation and deep large vein blood return, to minimize the possibility of the foreign body moving toward the heart. 3:20 t:36.5°c, p90 beats/min, r20 beats/min, bp140/60mmhg, admitted to the hospital after the director gui's instruction and the nails and breasts surgeon's consultation. The patient was admitted to the hospital for treatment at the department of nail and breast surgery. After hospitalization, the patient was sent to the hospital for surgery under local anesthesia and underwent a ¿right elbow superficial vein incision and foreign body removal surgery¿. The patient was discharged from the hospital on (B)(6).